Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain and lumbar radiculopathy. It was reported that the patient had spinal fusion surgery about a month ago and had magnetic resonance imaging (MRI) and a computed tomography (CT) scan on (B)(6) 2023. The hcp stated that they interrogated the pump after surgery and didn't tell the patient that anything was wrong. The hcp then interrogated the pump again today and it showed a motor stall occurred and then a critical alarm stop pump duration exceeded 48 hours. Technical services (ts) reviewed that pump is likely in telemetry mode and reviewed how to cross reference the logs to see when the stall occurred. The hcp confirmed that the pump had not been alarming and that the patient was not having any pain. The hcp rechecked the logs today and saw the motorstall recovery. The troubleshooting steps taken on the call resolved the issue. The hcp later called back requesting more information regarding the stall. Telemetry mode and MRI labeling were discussed. The hcp stated that the pump motor stall recovered with initial interrogation of the pump today. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.